Event description:
I am currently using the dexcom g5.24 hour glucose monitoring system. They sold me the device in (B)(6), with no advance notice of a current recall of product. It was not until the monitor was delivered, did I see a notice of recall, and what to do if the alarms and alerts do not function properly. This has been ongoing issue with this device for the past 60 days. It reads my severe low sugars, but no alarm or alert is given. This has happened on many occasions, and this is why I purchased the device. I am unable to detect insulin lows, and need the alarms and monitor is "designed" to give. This product works well, until it doesn't. I have called dexcom, and they are sending a new device, but I want this noted that another consumer has had issues with failure to send for low blood sugar, with the dexcom5.